Manufacturer narrative:
The implant placement and removal dates, surgery information and event information were requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.